Event description:
It was reported that a clearlink catheter extension set leaked. This occurred during a computed tomography scan using contrast for radiotherapy planning. The device was connected to a b. Braun cannula and a contrast injector. To resolve the issue, the patient was recannulated and the scan was . No additional information is available. Successfully completed. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.